Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. The patient was discharged home the following day. Two days post index procedure, the patient died. No additional information is known at this time.